Event description:
As reported, during a procedure, while fixating the mesh using the capsure fixation device, the fasteners failed to fixate into the wall. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners did not fixate into the wall. The subject device is said to be available, however has yet to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.